Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was reset to resolve the issue. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 108 mg/dl.